Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, the data obtained suggests that the use of intraperitoneal pp in lvhr is safe and cost effective. Related mdrs: 1219977-2016-00037, 1219977-2016-00039, 1219977-2016-00040, 1219977-2016-00041.

Event description:
Article received: cost and clinical outcomes of laparoscopic ventral hernia repair using intraperitoneal nonheavyweight polypropylene mesh from surg laparosc endos percutan tech; volume 21, number 2, april 2011. This study reported the safety and efficacy of using intraperitoneal nonheavyweight polypropylene (pp) mesh in laparoscopic ventral hernia repairs (lvhr). The study included 141 patients. Per the study, 1 patient with seroma.